Event description:
It was reported during an atrial fibrillation (a fib) ablation procedure to treat atrial fibrillation (a fib), a versacross steerable access solution kit was selected for use. Venous femoral access was gained using the standard j-tip 035 guidewire, then versacross sheath was advanced. The guidewire was removed and versacross radio frequency wire was advanced. The radio frequency was applied once and was unsuccessful at crossing the fossa. Second attempt was made and was successful crossing the fossa. Then the radio frequency wire was advanced into the left superior pulmonary vein (lspv) and advanced the dilator and sheath across the fossa. However, as the dilator and radio frequency wire was being removed, the radio frequency wire could not be retracted. On fluoro, it was noticed the wire was tied into a knot. It was reported that there were no defects in the wire, no unusual anatomy, no difficulty loading the rf wire. It is unknown if the dilator was shaped beforehand. Both attempts to cross were 1 second constant pulse, and the knot formed after getting access in the left atrium so the knot formed in the left atrium. To resolve, the dilator was advanced back as far as it could go up the wire to the knot, then retracted the wire/dilator together into the sheath. The device is expected to be returned for analysis.

Event description:
It was reported during an atrial fibrillation (a fib) ablation procedure to treat atrial fibrillation (a fib), a versacross steerable access solution kit was selected for use. Venous femoral access was gained using the standard j-tip 035 guidewire, then versacross sheath was advanced. The guidewire was removed and versacross radio frequency wire was advanced. The radio frequency was applied once and was unsuccessful at crossing the fossa. Second attempt was made and was successful crossing the fossa. Then the radio frequency wire was advanced into the left superior pulmonary vein (lspv) and advanced the dilator and sheath across the fossa. However, as the dilator and radio frequency wire was being removed, the radio frequency wire could not be retracted. On fluoro, it was noticed the wire was tied into a knot. It was reported that there were no defects in the wire, no unusual anatomy, no difficulty loading the rf wire. It is unknown if the dilator was shaped beforehand. Both attempts to cross were 1 second constant pulse, and the knot formed after getting access in the left atrium so the knot formed in the left atrium. To resolve, the dilator was advanced back as far as it could go up the wire to the knot, then retracted the wire/dilator together into the sheath. The device is expected to be returned for analysis. It was further reported that there were no defects in the wire, no unusual anatomy, no difficulty loading the rf wire. Both attempts to cross were one second constant pulse, and the knot formed after getting access in the left atrium so the knot formed in the left atrium. The procedure was very "textbook" besides having to apply rf twice. The drop to the fossa was not unusually large either. The procedure was performed without floroscopy, so the physician reied solely on the markers on the wire. No resistance encountered at any point in the procedure prior to the knot being discovered and no difficulties with imaging during the procedure.

Manufacturer narrative:
Correction clarifying additional information received in b5 event description. The device was returned for analysis. Visual inspection of the distal end confirm a knot formed at the distal end of the pigtail curve. The device met its specifications for wire body od, proximal end od, electrode height, and electrode/heat shrink gap. Based on the information provided in the complaint summary as well as based on the results of the testing/inspections performed, the reported allegations can be confirmed. However, it cannot be concluded with certainty what the root cause of this event was. The complaint description notes that the wire was anchored in the lspv prior to discovering the knot. The instructions for use (dmr-01673 dmr vstk (pcs) 3.3) contains the following statement:"once the puncture is successfully completed, the versacross rf wire should be mechanically advanced without any rf power. Positioning in the left atrium is sufficient when the full distal curve and floppy section have crossed the septum and are observed in the left atrium. Echocardiographic guidance is also recommended." It is likely that the knot was formed when the wire was advanced into the lspv, as the diameter of the vasculature is smaller than that of the left atrium, which is the suggested anchor location for the wire. Therefore, the pigtail curl may have been compressed by the anchoring anatomy and thus caused a knot as the dilator was being navigated to advance over the wire.

Manufacturer narrative:
Additional information to the MDR initial, follow-up 1mdr in block(s) b5, f10, h6 for the product investigation results: the device was returned for analysis. Analysis of the device found based on the information provided in the complaint summary as well as based on the results of the testing/inspections performed, the reported allegations can be confirmed. However, it cannot be concluded with certainty what the root cause of this event was. The complaint description notes that the wire was anchored in the lspv prior to discovering the knot. The instructions for use (dmr-01673 dmr vstk (pcs) 3.3) contains the following statement: "once the puncture is successfully completed, the versacross rf wire should be mechanically advanced without any rf power. Positioning in the left atrium is sufficient when the full distal curve and floppy section have crossed the septum and are observed in the left atrium. Echocardiographic guidance is also recommended." It is likely that the knot was formed when the wire was advanced into the lspv, as the diameter of the vasculature is smaller than that of the left atrium, which is the suggested anchor location for the wire. Therefore, the pigtail curl may have been compressed by the anchoring anatomy and thus caused a knot as the dilator was being navigated to advance over the wire.. Supplemental MDR is required to report investigation results. MDR aware date 04jul2023.

Event description:
It was reported during an atrial fibrillation (a fib) ablation procedure to treat atrial fibrillation (a fib), a versacross steerable access solution kit was selected for use. Venous femoral access was gained using the standard j-tip 035 guidewire, then versacross sheath was advanced. The guidewire was removed and versacross radio frequency wire was advanced. The radio frequency was applied once and was unsuccessful at crossing the fossa. Second attempt was made and was successful crossing the fossa. Then the radio frequency wire was advanced into the left superior pulmonary vein (lspv) and advanced the dilator and sheath across the fossa. However, as the dilator and radio frequency wire was being removed, the radio frequency wire could not be retracted. On fluoro, it was noticed the wire was tied into a knot. It was reported that there were no defects in the wire, no unusual anatomy, no difficulty loading the rf wire. It is unknown if the dilator was shaped beforehand. Both attempts to cross were 1 second constant pulse, and the knot formed after getting access in the left atrium so the knot formed in the left atrium. To resolve, the dilator was advanced back as far as it could go up the wire to the knot, then retracted the wire/dilator together into the sheath. The device is expected to be returned for analysis. The device was returned for analysis. Analysis of the device found based on the information provided in the complaint summary as well as based on the results of the testing/inspections performed, the reported allegations can be confirmed. However, it cannot be concluded with certainty what the root cause of this event was. The complaint description notes that the wire was anchored in the lspv prior to discovering the knot. The instructions for use (dmr-01673 dmr vstk (pcs) 3.3) contains the following statement: "once the puncture is successfully completed, the versacross rf wire should be mechanically advanced without any rf power. Positioning in the left atrium is sufficient when the full distal curve and floppy section have crossed the septum and are observed in the left atrium. Echocardiographic guidance is also recommended." It is likely that the knot was formed when the wire was advanced into the lspv, as the diameter of the vasculature is smaller than that of the left atrium, which is the suggested anchor location for the wire. Therefore, the pigtail curl may have been compressed by the anchoring anatomy and thus caused a knot as the dilator was being navigated to advance over the wire.. Supplemental MDR is required to report investigation results. MDR aware date 04jul2023.